Event description:
It was reported that the patient presented to the clinic for a follow-up. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was causing loss of ventricular capture. No intervention was performed. The patient condition is unknown.